Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. The stent was not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile at the time of manufacture was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The stent delivery system was returned but there was no stent present on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed and flat appearing as if positive and negative pressure was applied to the balloon. This would have initiated stent deployment. A visual and tactile examination found a hypotube break at 2cm from the distal end of strain relief. Multiple hypotube kinks were also noted along the hypotube shaft during device examination. The types of damages noted are consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found on issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A non bsc guide wire crossed the lesion and pre-dilation was performed using maverick balloon catheter. A 2.75x24mm promus element ¿ plus drug eluting stent was then advanced but failed to cross the lesion. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube broken and stent detachment.